Manufacturer narrative:
Physio replaced the system controller pcb assembly, user interface pcb assembly and flex assembly cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and could not duplicate the reported issue. Physio inadvertently scrapped the system controller pcb assembly and flex assembly cable, therefore further evaluation of those components was not possible. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.